Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer declined to provide the cgm and meter blood glucose (bg) readings; however, customer alleged there was approximately an 100 point discrepancy between cgm and bg meter readings. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.